Event description:
It was reported that the physician was unable to access the previously recorded electrocardiogram (ECG) from the implantable cardiac monitor (icm) after reaching elective replacement indicator (eri). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Long receipt time. Device was received more than one year post explant.